Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, air leaked. The device which was connected to a flue gas tube (olympus) was whistling during use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Whistling. If so, did the noise prevent insufflation?---yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---no information. Was a device inserted in the trocar during the leaking? ---no information. If so, what device? Was any torque being applied to the trocar or device? ---no information. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.